Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The affected part was returned. Engineering evaluated the allegedly defective part. Engineering noted " I received the part back and as shown the threaded stud on the mini ball head used to mount the camera was broken. This would only happen from misuse, attempting to adjust the position of the camera without loosening the ball head." Investigation result code: neuro sbu/physical damage - user error per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Complaint verified, being tracked as a trend. Complaint will be included in trending data for further review.

Event description:
Camera mount broken. The customer provided photos of their allegedly damaged part. No injuries reported. It was determined from the photos that the affected part was (pn) av-sup-m494 mini ball head.

Event description:
Camera mount broken. The customer provided photos of their allegedly damaged part. No injuries reported. It was determined from the photos that the affected part was (pn) av-sup-m494 mini ball head.

Manufacturer narrative:
Initial report ref natus complaint#: (B)(4). Section d4. UDI number, serial number is not applicable. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) hazard ID 6.11, severity 11-negligible risk level medium. "A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The customer provided photos of the damaged part. Faillure confirmed: yes. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.